Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.

Event description:
The us complainant had a cp pump placed in (B)(6) 2024 for a patient with known systemic comorbidities and in cardiogenic shock. The pump was placed via the long sheath when the anatomy was not appropriate for the shorter sheath. The support was for 15 hours when care was withdrawn and patient expired. The patient was enrolled in abiomed¿s long-term outcome and quality indicator (loqi) impella registry, and the database in 1(B)(6) 2024 noted there had been limb ischemia that was not treated due to underlying condition and plan not to escalate care and intervene.